Event description:
It was reported that the electric dermatome handpiece was not cutting the tissue properly each time. It was noted that the pieces of skin were not coming out smoothly. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.